Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 4 reports. Other mfg report numbers: 3013886523-2022-00340, 3013886523-2022-00341, 3013886523-2022-00342. A facility reported that on (B)(6) 2022, medical staff faced issues after placing the cerelink sensor, first there was a icp signal and then it decreased to -30/or more and suddenly a flat line on the monitor after 10/15 minutes. This happened four times after placing a new sensor and following again the whole procedure with the directlink for set up (light was constantly green in the row with 3 lights). They changed several things: several sensors on first module, new module directlink with new sensor, new monitor, test demo sensor. They had a camino placed successfully.

Event description:
N/a

Manufacturer narrative:
Additional information received: - what are the lot number(s)? 5895096. -how many sensor were changed? 4 sensors. -were there any consequences for the patient (late medical actions due to incorrect monitoring..)? Due to several sensor, patient probably has had a low cpp -why the patient was initially monitored - multi trauma patient

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed: the device passed electronic, noise, and linearity/hysteresis tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.